Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified unspecified vessel. A 12mmx2.50mm nc quantum apex balloon catheter was advanced for dilatation. However, on unspecified inflation and pressure the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).